Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was received: the status of the pt is she was sent home that day and is fine.

Event description:
It was reported that during a plastic surgery, when the pad was removed from the patient, there was some redness/bruising and swelling. There were no patient consequences. No additional information is available at this time.